Event description:
It was reported that the physician called technical service (ts) for assistance with this right ventricular (rv) lead exhibiting jumpy high, out of range shock impedance over the last year, ranging from 95 ohms to 150 ohms. Lead integrity and provocative maneuvers were completed, and shock impedance were 125 ohms to 140 ohms. A ts consultant provided recommendations for x-ray imaging. The physician advised patient will be rechecked in a few months. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.